Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation which included a qdot micro¿ catheter and the patient experienced a retroperitoneal hemorrhage that required surgical intervention. Ultimately, the patient passed away. During the procedure, they had difficulty getting the ablation catheter through the artery. It was noted that after the procedure, the patient was thought to have a retroperitoneal bleed. Surgery was done on (B)(6) 2024 to repair it. However, the patient passed away on (B)(6) 2024. Initially, they mapped the left ventricle (lv) with an octaray catheter, going retrograde up the aorta into the lv and there were no issues getting the octaray catheter up. After removing the octaray and inserting the qdot catheter, they had difficulty getting up. They attempted to get another access and they ended up going through the same sheath again but exchanging for a longer sheath and was able to get the qdot into the lv and complete the ablation. The patient was having back pain, and the cardiologist on call ordered a CT scan, the CT scan showed a retroperitoneal bleed. Additional information was received. The physician's opinion on the cause of the event was that it was related to patient condition. Patient required extended hospitalization before passing away as the expected discharge date was (B)(6) 2024. Intervention included: surgical repair of right femoral artery, surgical bypass of occlusion of left femoral artery, and additional repairs to prior abdominal aortic aneurism repair. Relevant medical history includes: 2 prior ventricular tachycardia (vt) ablations, prior vascular surgery to repair.